Event description:
A customer reported receiving an "error-9" message from the adc device. Due to this, the customer was unable to obtain readings and felt unwell, losing consciousness. The customer was administered a glucagon injection, sandwich, and banana by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned. Visual inspection has been performed on the returned reader and no issues were observed. Built-in test was performed and all results were within specification. No error message was observed. Therefore, issue in not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Libre reader (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error-9" message from the adc device. Due to this, the customer was unable to obtain readings and felt unwell, losing consciousness. The customer was administered a glucagon injection, sandwich, and banana by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.